Event description:
The incident was reported as: during the case, the clips were applied but broke into two pieces while trying to clip off the vessel. No pt injury reported.

Manufacturer narrative:
The device is not available for eval. The results of this investigation are not available at the time of this report.